Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a biosense webster, inc. Product analysis lab observed a hole on the pebax. Initially it was reported when coming onto ablation at 35 watts, contact force jumped to a high level 'hf'. When ablating at 0 watts, there was no change in contact force. Catheter was re-zeroed multiple times. New cable used but high contact force persisted. New catheter opened which resolved the issue. The procedure was delayed 15 minutes. It was not known if the procedure was completed successfully. There was no patient consequence reported. The high force issue was assessed as not MDR reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 11-jan-2022 revealed reddish material inside and a hole on the pebax. The hole on the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 11-jan-2022.

Manufacturer narrative:
The event day of the 19th and event year of 2021 were provided. Attempts have been made to obtain clarification to the event month. However, no further information has been made available. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. The bwi product analysis lab received the device for evaluation 23-nov-2021. The investigation summary was completed on 11-jan-2022. An analysis was performed on the videos provided by the customer. According to the videos provided by the customer, force high was observed on carto 3 screen. The customer complaint was confirmed based on the video received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The device was returned to biosense webster for evaluation. A visual inspection and screening test of the returned device was performed in accordance with bwi procedures. Visual analysis of the returned device revealed reddish material inside and a hole on the pebax on the thermocool® smart touch® sf bi-directional navigation catheter. Then, the screening test could not be tested due to occlusion. A failure analysis was performed and the catheter was dissected on the mid shaft area, the irrigation tubing was found occluded with reddish material; however, no damage was observed on the tubing. The event described as a force issue was unable to be duplicated during the product investigation; however, the blood inside the pebax area found could be related to the reported issue. A manufacturing record evaluation was performed and no internal action related to the complaint was found during the review. The force issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following information that should be considered: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on (B)(6)-2022, noted a correction to the 3500a initial. H10. Additional manufacturer narrative included, ¿the event day of the (B)(6) and event year of 2021 were provided. Attempts have been made to obtain clarification to the event month. However, no further information has been made available.¿ however, a response was received providing the event date of (B)(6)2021. Therefore, updated the b3. Date of event.